Manufacturer narrative:
(B)(6). A philips remote service engineer (rse) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue.

Event description:
It was reported that the device had a loudspeaker error. No further information was available wheather there was any sound coming from device or not.it is unknow if the device was in use at time of the event. There was no report of patient or user harm.